Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment that the generator had been dropped and its casing cracked, both the upper and lower cases were broken. Analysis also found that the side bail covers, side bails and ring bail were missing, that the ring cover and the battery drawer were broken, that the heart block and heart wire contacts were contaminated, that the lead flex cover was corroded, that the battery contacts were compressed, the serial number label was torn and that the liquid crystal display was missing pixels. (B)(4).

Event description:
The external pulse generator which was returned because it had been dropped and its casing cracked subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.